Manufacturer narrative:
The unit was received with a button error alarm due to a corroded keypad. The unit had a minor scratched lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a button error alarm. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was 53 mg/dl. The customer treated with food. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.